Manufacturer narrative:
The pusher system is in specification. The coil was returned inside the catheter but could not be retrieved as the gel expanded. The coil can not be removed without affecting the integrity. The pusher was dissected from the attachment bond area to expose the monofilament. The monofilament appears to be stretched. Based on the available information the evaluation confirmed the reported complaint however, the possible root cause may be that the coil was exposed to longer repositioning time than recommended inside the catheter which led to gel expansion and hence high friction. During retraction of the pusher, the monofilament broke due to excess retraction force caused by the gel expansion. Reference mvi: (B)(4).

Event description:
It was reported that during the treatment of a renal aneurysm, the coil prematurely detached within the 5fr glide catheter. The glide catheter, ansel sheath (cook) and the coil were successfully removed. No harm or injury was reported.